Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, right coronary artery. The 3.0x18mm xience alpine stent delivery system was attempted to cross; however, failed several times due to anatomy. Once it was retrieved it was noted that the stent was dislodged from the delivery system and stuck in the guiding catheter. The stent was removed with the guiding catheter. Additionally, resistance with anatomy was noted during removal. A 3.0x15mm xience alpine was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.